Manufacturer narrative:
The customer returned a 744000 electrosurgical generator serial number 1122980 for an evaluation of ¿end user reported seeing smoke coming from the 744000 gyrus pk sp generator.¿ a visual inspection was performed on the device and found the bottom corner of the rear panel is dented from impact. The top cover was removed to inspect the internals; capacitor (c72) and diode (d10) were found burned on the sprf generator board causing partial functionality to the 744000 generator. No smoke was observed during power on self-test. Also no error codes were observed during the evaluation. A review the of the unit¿s error log was performed and revealed the following errors: error 400 ref 11 is a soft fault that is generated when the ¿footswitch yellow pedal stuck.¿ the usual cause is that the relevant foot pedal is held down during power on self-test or there is a faulty foot pedal. Error 400 ref 12 is a soft fault that is generated when the ¿footswitch mode pedal is stuck.¿ the usual case is that the relevant foot pedal is held down during power on self-test of there is a faulty foot pedal. Error 300 ref 21 is generated when ¿persistent over voltage or current error. This is very often caused by metallic objects in the vicinity of the electrode tip causing a short or a faulty electrode or cable. Poor operating technique and saline temperature can cause this error. The end-user sees an output shorted message. Based on the evaluation, the sprf generator board is damaged. Capacitor (c72) and diode (d10) were found burned on the sprf generator board. The damage sprf board is causing intermittent sp functionality to the generator. No smoke was observed during power on self-test. The most likely cause of the unit¿s damage can be attributed to user error/mishandling. A review of the instrument history and showed the 744000 electrosurgical generator was purchased on march 21, 2012 and has not been in service since.

Event description:
The service center was informed that during a therapeutic transurethral resection of bladder neck contracture procedure, the surgeon was attempting to cauterize with a button electrode, when the generator began to smoke. They were using the normal settings on the generator. The surgeon reported that cystoscopy was performed. A sensor guidewire was advanced through the lumen of the prostatic urethra into the bladder under direct visualization. The surgeon attempted to use a plasma button loop, but the generator was not operational. The surgeon then attempted to use a standard cautery loop and again this generator was inoperable. Finally, a laser fiber was used to make the opening as patent as possible. The room did not need to evacuated. No longer stay or additional procedures for the patient however the case was prolonged by 51 minutes. The procedure was completed. The patient was noted to be hemostatic at the end of this procedure and widely patent. There was no patient injury reported.